Event description:
Significant facial impetigo requiring systemic antibiotics and topical antibiotics. Resulted in facial scarring and hyperpigmentation which may be permanent. FDA safety report ID # (B)(4).